Event description:
It was reported by a dealer service technician that a op5 panoramic x-ray unit with ceph. Would not terminate exposure while trying to take a cephlametric exposure. The panoramic section of this unit was not affected by this failure. No patients were involved according to the doctors office. This failure was noticed by the service technician while he was servicing this device for a different problem.